Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to deployment of two promus stents the patients white blood cell count was 6000 ul; however, after deployment it was 1100 ul, and the patient developed thrombocytopenia. For treatment, the patients drugs were changed or cancelled; however, the number of white blood cells did not recover. The patient has gradually recovered and was discharged from the hospital on (B)(6) 2011. The physician is concerned that the event might have been caused by the drug everolimus on the drug eluting stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.75 x 18 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.